Manufacturer narrative:
Based on the information provided for investigation, a specific root cause could not be identified. Additional information was requested for investigation but was not provided. It was noted that a rack adapter was not used for all sample tubes. Calibration and quality controls were acceptable. No issues were identified during a review of the alarm trace. A pre-analytical handling issue cannot be excluded due to the clots and fibrin in the sample identified by the field service representative. The customer has not complained of any additional issues.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). No erroneous results were reported outside of the laboratory. The initial sample ID (B)(4) hcg + b result was 9.25 miu/ml. This sample was repeated and the result was 5.86 miu/ml. Second sample ID (B)(4) initial result was 0.100 miu/ml with a data flag. This sample was repeated and the result was 16.41 miu/ml. This sample was repeated on (B)(6) 2016 and the result was 16.09 miu/ml. This sample was repeated again on (B)(6) 2016 and the result was 15.91 miu/ml. On (B)(6) 2016 third sample ID (B)(4) initial result was 0.100 miu/ml with a data flag. This sample was repeated and the result was 0.100 miu/ml with a data flag. This sample was repeated again on (B)(6) 2016 and the result was 0.100 miu/ml with a data flag. No adverse event occurred. The hcg + b reagent lot number was 187428. The expiration date was not provided. The field service representative visited the customer site on (B)(6) 2016 and identified clots and fibrin in the sample.